Event description:
Reported discrepant sars result for 1 symptomatic patient. The customer communicated that the patient tested negative for sars with the quickvue professional sars only assay and positive for sars by testing with the sofia sars+flu combination assay. No confirmatory testing had been completed. 3 additional patient events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.